Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, there was no malfunction in the subject device, but likely a failure of the connecting device. The issue was not duplicated. Regarding the light tube, the base was likely broken leading to lack of light. This issue was likely caused by use of a non-olympus lamp. This information is addressed in the instructions for use (IFU): "·do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp (B)(6). ·never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report that an "e216" error was generated and there was "no picture." The problems, as reported to olympus, occurred before the procedure. Upon inspection and testing of the returned device, it was found that no illumination light was emitted. This report is submitted for the malfunction of no illumination light emitted. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that illumination light was not emitted by the device. Based on the results of the evaluation, the cause of the problem was assigned to use of a non-olympus lamp. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.